Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint is confirmed. One unpackaged ar-9676 / batch 022244 was received for investigation. Upon visual investigation, pronounced abrasion marks were noted around the shaft. Functional testing with the mating part ar-9597-10, reveals that the device did not rotate freely due to the marks around it. The most likely cause for the reported failure can be attributed to misuse of the device due to interference with the mating instrument.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 02/27/2024, it was reported by a sales representative via (B)(4) that an ar-9676 angled reamer tip cold welded itself in reverse. This occurred during use in a case with no patient effect.